Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. The actual thread appears to have been cut before breakage.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gh8hdzm0; batch gj8hxwm0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a right colectomy with ileo-cecal laparoscopy procedure on (B)(6) 2013 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.